Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose above 400 mg/dl while wearing the pod between 5 and 24 hours. Symptoms reported include feeling unwell and vomiting. The ambulance was called and the patient was transported to the hospital. When the pod was removed from the infusion site (abdomen) at the hospital, the pod's cannula was found to be dislodged. The patient was treated with an insulin infusion and the patient's insulin delivery settings were changed. The patient was discharged after 1 week.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.